Event description:
2124215-2025-91215.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was initially added to this event to address the reported information that a no external power alarm occurred while connected to the mpu. The system controller event log file contained events from 19nov2025 through 24nov2025, a no external power event was confirmed on 22nov2025; however, from additional information it was indicated that this alarm was due to a power outage. The mobile power unit (serial number 20111111) was not returned for analysis. The root cause of the reported event could not be correlated to an issue with the mobile power unit. A device history record review does not need to be performed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received confirming the mpu did have the v-locking power cord, the power cord did not come loose from the unit or the wall and confirming that there was a power outage to the home. The mpu remains in service.